Event description:
It was reported that when using the pyxis ciisafe system, door 17 had repeated failures and was unable to recover. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a door had malfunctioned. A field service engineer effectively replaced the latch with the new style to address the problem. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.